Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03269. The pt received an scs system on (B)(6) 2010. It was reported that during an ipg replacement, the physician commented that the insulation on the leads was broken where the anchors were located. The doctor replaced the leads. The pt recaptured stimulation postoperative. No further info is available at this time.